Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 575 mg/dl on (B)(6) 2019. Customer was treated with insulin via intravenous. Customer experienced nausea and dry mouth. Customer stated that insulin exited at quick release. Insulin pump will not be returned for analysis.